Manufacturer narrative:
Plant investigation: a regional equipment specialist (res) performed an on-site investigation under a related service confirmation. The res confirmed the reported burning smell when the machine was powered-up. Upon inspection the res found the ic8 chip on the sensor board was bad and had caused additional issues. The res made the following repairs and tested the 2008k2 machine. The machine passed functional checks and all tests in test mode. The burning smell was resolved by replacing the motherboard and the sensor board. A fails power-on test was resolved by replacing the motherboard. An alarm with no alarm condition was resolved by replacing the actuator/test board. A won't go into dialysis issue was resolved by replacing the function board. A message: connect wands issue was resolved by replacing the acid reed switch assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported a fresenius 2008k2 hemodialysis machine that gave a burning smell from the sensor board chip upon power up prior to use. There was no patient involvement reported. A fresenius regional equipment specialist (res) replaced the sensor board, the mother board, the actuator board, the function board, reed switches, and the power logic cable, and recalibrated the machine to resolve the issue and return the machine to service.

Manufacturer narrative:
Additional plant investigation: the motherboard, actuator/test board, and function board were received in good cosmetic condition. A test machine completed power-on and self-tests without alarm or failure with the returned motherboard installed. A burn smell did not occur during motherboard testing. A test machine powered up to a 24v low alarm with the returned actuator/test board installed. Test points for 24v on the board measured 600mv. An inspection of the board found heat damage to ic11. After replacing ic11, the test machine powered up without alarm or failure. A test machine powered up to a mandatory rinse screen with the returned function board installed. The machine gave a connector(s) out of port message when trying to initiate the mandatory rinse. Troubleshooting found that the signal for ¿con-w-reed¿ did not change on ic6 when initiating a rinse program. The signal was expected to go low when initiating rinse. The problem was resolved by replacing ic6. Once the mandatory rinse screen was cleared, the test machine was able to properly start dialysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.